Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose. The customer had no symptoms and treated with drinking three juice for lows and pump for highs. Customer's low blood glucose was 58 mg/dl and went up to 459 mg/dl. The insulin pump will be returned for analysis.